Event description:
The international customer reported that the ventilator went vent inop while on patient. Review of the device diagnostic history noted a vent inop data acquisition pcb adc failure occurrence. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. There was no patient harm reported. The service tech replaced the cpu board to address the reported problem. The unit passed all applicable testing.